Event description:
Caller reported a malfunction on the pump with no notable events occurring beforehand. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's health. Technical support completed the field correction form on behalf of the customer, instructed them on backup therapy using mdi, and provided a replacement pump with updated software. The customer was informed about training availability, understood the instructions for the replacement, return process, and acknowledged all guidance provided by technical support.